Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2024. Patient condition was stable throughout.

Event description:
New information received notes that the noise over-sensing was suspected to be due to an insulation issue.